Manufacturer narrative:
G4:15apr2021. B4:19apr2021. Additionally, the biomed installed a replacement blower motor controller. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01mar2021. B4:02mar2021. H10: the customer's bio-med installed the new power supply. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported error system down. There was no patient involvement.